Manufacturer narrative:
(B)(4). Title: medium term follow-up after percutaneous pulmonary valve replacement with the melody valve citation: ijc heart <(>&<)> vasculature 7 (2015) 92¿97 authors: bjorn cools, werner budts, ruth heying, derize boshoff, benedicte eyskens, stefan frerich, els troost, marc gewillig. Month and year of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a retrospective study was performed to evaluate midterm follow up after th e implant of transcatheter bioprosthetic pulmonary valves. The study took place at a single medical center in belgium between 2006 and 2014. The study population included 112 valves and 111 patients (gender not provided; mean age 19.3 years), all of which were implanted with a medtronic transcatheter bioprosthetic pulmonary valve (serial numbers not provided). It was reported that 14 valves were implanted, valve-in-valve, into a previously implanted medtronic pulmonary valved conduit (serial numbers not provided) due tostenosis. Additionally, 2 valves were implanted, valve-in-valve, into a previously implanted medtronic bioprosthetic aortic root (serial numbers not provided); the reason for the valve-in-valve was not provided. Among all study patients 3 deaths occurred, all of which were deemed unrelated to the device. Among all patients the following adverse events occurred: 6 incidents of type 1 stent fractures (1 non-pre-stent and 5 pre-stented), 3 incidents of mild stent recompression, 2 incidents of increased gradient measurements requiring explant (45 and 47 months post implant), 3 incidents of re-dilation due to somatic growth, 1 incident of pulmonary artery perforation which was repaired surgically, and 8 incidents of endocarditis. Regarding the endocarditis cases, 2 were treated with surgical replacement (16 and 38 moths post implant) and 6 were treated with antibiotics. Of the group that received antibiotics, 2 were also treated with a valve-in-valve procedure. The bacteria were reported to be corynebacterium pseudo diphtheriticum (n = 1), hacek (n = 3), staphylococcus aureus (n = 1), streptococcus viridans (n = 2) and streptococcus sanguinis (n = 1). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.